Event description:
It was reported that the lead had dislodged during the implant attempt. Fluoroscopic imaging was performed and lead damage was noted. The lead was removed and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the fracture complaint was not confirmed, an insulation anomaly was confirmed. Intermittent short was noted. Lead impedance was < 200 ohms. Mechanical and visual analysis found that the proximal and distal coils were kinked/damaged at 29.2cm and 26.1cm from the proximal end of the lead; damage to the distal insulation was also found at these locations.